Manufacturer narrative:
The lithium reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with lithium on a cobas c 503 analytical unit. The customer provided an example of one patient sample with discrepant lithium results. The customer has reported this issue in voluntary medwatch report number mw5159428. The patient sample initially resulted in a lithium value of > 3.0 mmol/l. The sample was repeated three times, resulting in values of 1.38 mmol/l, < 0.1 mmol/l, and < 0.1 mmol/l. It was determined the customer did not have the appropriate wash cycle settings for the assay, so the customer remedied this issue. The issue then later returned on 21-feb-2024. A representative from roche was able to reproduce the issue on the customer's analyzer. The customer noted they made changes in their testing protocol. Specific information on the changes made was not provided.

Manufacturer narrative:
The instrument probes were provided for investigation. The investigation was able to reproduce the customer issue. Although foreign substances on the inner wall of the probes were found, the investigated probes met specifications. The investigation determined that the phenomenon can be avoided by implementing carryover evasion washes of the probes before measurement. The investigation did not identify a product issue.